Event description:
Analysis of the generator was completed on (B)(4) 2013. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2013, it was reported that the patient experienced an increase in seizures. The patient's vns battery was depleted; however, the physician stated that it could not be determined if the increased seizures was related to the depleted battery. The replacement was performed on (B)(6) 2013 and the explanted device was returned to the manufacturer. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.